Manufacturer narrative:
According to the complainant the device will not be returned for investigation because it was discarded. We are unable to confirm the reported needle mechanism failure or to determine its root cause. In addition, it was reported the cannula was possibly not inserted correctly into the infusion site. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported while activating a pod the pods pink slide did not move forward when the pod was activated; this indicates a needle mechanism failure occurred. In addition, the patient is unsure of the cannula had properly inserted at the pod infusion site. The pod was discarded.